Manufacturer narrative:
(B)(4). Date received by manufacturer - correction from "04/11/2019" to "04/12/2019."

Manufacturer narrative:
(B)(4). Outcomes attributed to adverse event - correction remove selection "other serious".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred.  No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.